Event description:
It was reported that a patient underwent an anterior lumbar arthrodesis. "The products were implanted without sterilization process. Antibiotics were used as a result of this event. Patient complications were reported as unknown."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.